Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 210.5020 was confirmed. ¿ received on 23-mar-2026, lvp device was received unboxed and with paperwork. ¿ unit powered up to error code 210.5020 due to the second pin on the harness to the display board not attached to the connector. ¿ damaged bezel harness. Workmanship at bd manufacturing. ¿ device to be returned to san diego repair center for processing. ¿ recommended bd san diego repair center to replace the bezel assembly. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 210.5020. There was no patient involvement.